Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer experienced a loss of consciousness and upon attempting to obtain a sensor scan, obtained a "sensor ended" message after 6 days of sensor wear. Customer self-treated with "2 glasses of orange juice" provided by a third-party and no further treatment was reported. There was no report of death or permanent injury associated with this event.